Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cholecystectomy, when opening the suture, the needle wasn¿t attached to the strand. The device was not used on the patient. Another device was used to resolve the issue in order to complete the case. There was no patient injury.